Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# unknown, product type: programmer, patient; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97702, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator; product ID 37743, serial# unknown, product type: programmer, patient; product ID 97702, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead; product ID 37702, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2009, product type: extension; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4).

Event description:
It was reported that the patients units stopped working and that the patient needed to get a remote replaced. One unit stopped 1.5 months prior to the report, and the second stopped the day of the report. It was reported that they were not synching with the unit. The patient had two units and two controllers, and neither was working. The patient was getting stimulation but just got the poor communication screen. Additional information has been requested but was not available as of the date of this report.